Event description:
The customer reported intermittent high ma errors after exposure. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. A filament calibration was performed. The system was then found to be operating as intended.